Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: maniar ar, kazarian gs, torres-ramirez rj, ranawat as. Isolated zone 2 and zone 3 cementless tibial fixation shows early promise in revision total knee arthroplasty. Indian j orthop. 2025 mar 5;59(5):673-680. Doi: 10.1007/s43465-025-01354-0. Pmid: 40321476; pmcid: pmc12044109. Objective/methods/study data: the purpose of this study is to report the short-term survivorship of unsupported tibial base plates in reverse total knee arthroplasty (rtka) when used with a cementless metaphyseal sleeve and non-cemented stem. Between 2014 and 2021, they included all patients implanted with an unsupported tibial base plate with a metaphyseal sleeve and non-cemented stem extension. They excluded patients with a follow up of less than 1 year, leaving 17 patients for review. The average age at surgery was 66.4 years (range 50¿80). There were 9 men and 8 women. 6 (35.3%) underwent surgery on the right side and 11 (64.7%) underwent surgery on the left side. All patients underwent implantation with the m.b.t revision tibial tray and porous coated metaphyseal sleeve (pfc sigma revision system, depuy synthes, warsaw, in). Mean follow-up period is 2.9 years (range 1.2¿7.9 years). Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy synthes sigma tc3. Adverse event(s) and provided interventions possibly associated with unk knee tibial tray mbt & unk knee tibial sleeve (qty 1): (n=1) 1 patient had radiological evidence of subsidence of the tibial tray and sleeve; no treatment specified. Adverse event(s) and provided interventions possibly associated with unk knee construct mbt (qty 1): (n=1) one patient had a recurrence of infection and underwent 2 dair (debridement, antibiotics, implant retention) procedures with retention of implants. Adverse event(s) and provided interventions possibly associated with unk knee tibial insert, unk knee tibial tray mbt, and unk knee tibial stem (qty 1): 74-year-old female patient had pain and walking difficulty secondary to tibial bone injury 6 months after revision tka. She was treated with revision of the tibial tray, insert, and stem with retention of the tibial sleeve. There was no evidence of loosening. Adverse event(s) and provided interventions possibly associated with unk knee femoral (qty 1): (n=1) one patient had aseptic loosening of the femoral component and underwent revision of only the femoral component.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: corrected data: e1.